Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an attempt was made to use a resolute onyx drug eluting stent to treat a lesion in the proximal rca with severe tortuosity and severe calcification with 90% diffuse stenosis. Abnormalities were noted in the patient¿s anatomy; there were multiple bends and cork screws present in the mid artery. No damage was noted to packaging. No issues were noted when removing the device from the hoop. The device was inspected with no issues noted. Negative prep was not preformed. The lesion was predilated. The stent did not pass through a previously deployed stent. No resistance was noted when advancing the device. Excessive force was not used. It was reported that the stent dislodged during removal following failed delivery of the stent. Non-medtronic and euphora balloons were used to dilate the dislodged stent. A launcher guide catheter and non-medtronic guide wire were used. A second resolute onyx drug eluting stent was deployed in the distal portion of the dislodged stent to appose the stent to the vessel wall in the distal pda. Multiple dilations were performed to ensure the dislodged stent was apposed. Patient status post procedure is alive with injury.

Manufacturer narrative:
Additional information received reported that the patient status post procedure is well and the patient was discharged and home after 2 days. If information is provided in the future, a supplemental report will be issued.